Manufacturer narrative:
The ruptured bladder was microscopically examined for any signs of an abnormality that could have caused the rupture. No signs of abnormality were identified. A nonconformance has been opened to address the rupture issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection on the returned unit via the naked eye noted the bladder has been ruptured, therefore, a functional flow test could not be performed on the infusor unit. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow of medication after filling an infusor pump. This event occurred during setup. There was no patient involvement. No additional information is available.